Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the single leaflet device attachment (slda) and recurrent mitral regurgitation (mr). It was reported that the mitraclip procedure was performed on (B)(6) 2022 to treat functional mitral regurgitation (mr) with a grade of 4+. One clip was implanted, reducing the mr to 1+. A day after the procedure, a control echocardiogram was performed, which found that the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda) and mr had increased to 4. There was no intervention performed. The patient will be evaluated if an additional mitraclip procedure is required. No additional information was provided.

Event description:
Subsequent to the initial report filing, additional information received reported that an additional mitraclip procedure was performed on 3/1/2022 to stabilize the slda. One clip implanted successfully with no issues reducing mr from 4 to 1+. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported single leaflet device attachment (slda) cannot be determined. The reported image resolution poor appears to be related to procedural conditions as difficulty due to shadowing specifically around the anterior leaflet was reported. The mitral regurgitation appears to be due to the slda. Mitral regurgitation is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.b2. Required intervention added, other serious removed b5. Additional information h6. Health effect - impact code - 4641 and 4607 added.